Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5145546; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that following a revision procedure (MFR. Report number: 3006630150-2019-03777), the physician attempted to enter the epidural space and pierced the dura leading to a wet tap. The patient was provided blood patch. The patient reportedly experienced severe headache upon walking postoperatively.